Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated and the reported mechanical issue relating to the inability to curve the steerable guide catheter (sgc) and the cable break were confirmed. The reported mechanical issue relating to the sgc knob could not be confirmed. The reported noise could not be replicated in a testing environment as it was likely a symptom of cable break and a cascading effect. A review of the lot history record revealed no issues that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported cable break. The reported mechanical issue relating to the inability to curve the guide and the noise appear to be a result of the cable break and cascading effects. Additionally, the reported knob issue may have been a result of the loss of tension when the cable broke; however, this could not be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected cable break. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. When turning the +/-knob on the steerable guide catheter (sgc) to 180 degrees, a "click" sound was heard and the +/-knob turned to neutral on its own. A cable break was suspected. The sgc was removed and tested. The guide no longer straightened when turning to "-"direction. Another sgc was used without issues. Two clips were implanted, reducing the mr 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.